Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'failed downstream occlusion test at 4-5 psi.' Was confirmed in the event history log (ehl) review as 'downstream occlusion!' Messages, and the alarms in the log were likely a result of normal pump operation, but the issue was not reproduced during evaluation. Evaluation observed and found that the pump occlusion occurred within specified psi ranges and within reasonable times. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test at 4-5 pounds per square inch (psi). The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.